Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. Visual evaluation found the end of the over pouch opened/unsealed. This problem indicates an incomplete or weak seal which existed during manufacturing, stressed further by the vacuum and pressurization of the sterilization cycle, plus any mis-handling during transportation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is an international report of a mini cap pouch that was damaged out of the carton. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).